Manufacturer narrative:
(B)(4) the lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient underwent a percutaneous endoscopic gastrostomy (peg) tube placement in (B)(6) 2015. On 06 jun 2016, it was reported that patient went to emergency room over the weekend for an infection of the peg tube site. Patient was treated with antibiotic keflex 500mg four times a day and discharged. Patient feels better.